Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 5 false positive sars results taken over a 36-hour period. Customer states the results were confirmed negative by pcr and other brand rapid antigen test. Customer is mildly symptomatic with a headache and congestion. Report 5 of 5.